Event description:
It was reported that during an unknown procedure, the surgeon was using the device and then began getting error tone "reactivate device" repeatedly and then "contact sales rep". Used cautery to complete case. One device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and generator and the device did activate during functional testing. No yellow screen was displayed during analysis. The reactivate yellow screen appears when the hand activation buttons and the footswitch are activated simultaneously. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.